Manufacturer narrative:
The customer provided instrument logs for investigation and investigation is ongoing. The cause of this event is unknown.

Event description:
The customer reported a discrepant high total hemoglobin (thb) result when compared to repeat testing on a lab system. There is no report of injury due to this event.